Manufacturer narrative:
Product event summary: the afapro28 arctic front advance pro catheter with lot 27160 was returned and analyzed. External visual inspection of the balloon, shaft, and handle segments was performed. External visual inspection of the balloon segment showed blood/fluid inside the balloon. The catheter smart chip data was downloaded and reviewed. Data indicated the catheter was used for 3 applications on the reported event date. During functional testing, the console terminated the application and triggered system notice n-004 (the system detected blood in the catheter handle and stopped the vacuum). Pressurizing of the outer balloon identified the outer balloon proximal bond was leaking and detached from the shaft. In conclusion, the reported visible blood issue was observed during testing. The catheter failed the returned product inspection due to a bond detachment at the outer balloon proximal bond. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, visible blood was seen in the balloon catheter handle after the third freeze and an error warning was displayed on the console. The balloon was changed which resolved the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.